Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: an opened sample of product code vcp358, lot # ll2996 was returned for analysis. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected, suture remnant was noted at the barrel hole. The suture has begun with the process of degradation, since was noted with missing color and the strand was broken in multiples pieces, this is the cause that pull off suture. In addition, raindrops were noted on the winding former and petri-dish. The product code vcp358 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. The foil present excessive handling and multiples wrinkles and holes were noted. This condition contributed to degradation of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection the assignable cause of pull off suture needle , was caused by suture degradation exposure to environment.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ll2996, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle after the pin holder clamped the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.